Manufacturer narrative:
.

Event description:
The customer reported to the philips response center (rc) that the device therapy / energy select knob could not be set to the desired energy level. There was no patient involvement.